Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 300cc mentor smooth round moderate profile prosthesis and experienced right-sided deflation postoperatively. The diagnosis was confirmed by a healthcare professional during a phone consultation. As a result, the patient underwent removal and replacement with a mentor smooth round moderate profile prosthesis on (B)(6) 2022. The catalog number of the replacement device is 3501645 or 3501660.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 31-jan-2022, the suspected medical device was returned for evaluation. On 1-feb-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a tear within a crease/fold on the posterior view measuring 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).